Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup operation due to event queue overflow. The patient was symptomatic with muscle stimulation as a result. The patient was brought in on (B)(6) 2018 and a firmware download was successfully performed. The patient was asymptomatic following the download.